Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification and no unexpected battery alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers on the screen of the insulin pump began to scroll during bolus. Customer did not recall any significant events leading up to the issue. Customer also reported that the insulin pump returned a battery out limit after a battery change. Blood glucose level was 135 mg/dl at the time of the call. No further information was provided.